Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97755 lot# serial# unknown implanted: explanted: product type recharger product ID 97745bp lot# serial# unknown implanted: explanted: product type accessory product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt). Pt called back reporting they had recently been sent a replacement controller (ptm) <(>&<)> recharging antenna (rtm). Pt stated they were unable to increase therapy intensity without rtm connected to ptm. Pss had pt make sure nothing was plugged into ptm, remove the li battery pack (bp), plug ac power supply into a wall outlet and then connect to ptm after verifying power light was green on the power adapter box. Pt confirmed ptm powered on then reinserted bp. Pt said the ptm 'battery indicator' light was flashing green after bp was reinserted. Pt said the ptm screen displayed no device found so pss had pt connect rtm. After devices connected with ins, pt provided current battery levels: ptm 90% ins 100%. Pt was having difficulty achieving an excellent recharge quality; pss reviewed best practices for antenna positing to get best quality connecting with ins. A replacement controller was sent.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97755 lot# serial# unknown implanted: explanted: product type recharger product ID 97745bp lot# serial# unknown implanted: explanted: product type accessory product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the pt. What asked about the circumstances that led to their stim loss / difficulty charging, patient stated that a series of both having difficulty charging and no device found message occurred over several weeks. A new rtm was sent but it didn¿t work either, so the last rep (patient services (ps)) sent a new rtm, paddle, and over that time the pt had very little stimulation. As soon as the equipment was working, they hoped for relief, but the program just wasn¿t working so they called and got an appointment with a med tech, and they reprogrammed it for the pt. This has only been their first week having everything setup and working, but so far, its going well.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported they had difficulty recharging their implanted neurostimulator (ins) since about 3 weeks ago. Pt went to their hcp office, but a rep. Didn't meet them at the hcp office. Pt confirmed they didn't notify the rep. Of the issue. Patient service specialist (pss) helped the pt inspect the recharger antenna (rtm) plug and controller port, but no visible damage was detected. Pss had the pt clean the rtm plug pins and controller port. Pt attempted to recharge their ins, but saw the "no device found" message and entered passive recharge mode with 85-85-86. Pss reviewed the passive recharge mode process with the pt. The troubleshooting steps that were taken on the call resolved the issue. Pss suggested the pt use the recharging belt to better assist the pt in recharging their ins.pss reviewed the external equipment was functioning as intended. Pss suggested the pt continue through the passive recharge mode for at least 1 hour and call back if necessary. Pt called back and stated previous information documented in this case. Pt stated they were still having trouble charging their implant and pt noted it kept taking them back to the couldn't recharge try to reposition (ps understood this as no device found message and trying to recharge / passive recharge mode screen). Pt confirmed they never advanced to the recharging screen and got software problem (1 intellis 2 36 3 58 4 qf_new). Ps reviewed ps advised pt to contact patient services back if the issue persisted. Ps closed case. Additional information was received from the patient. Pt called back and said they got the new rtm but "only ended up getting it up to maybe 30 percent". Pt then told me they had dropped their controller "months and months ago and it got a little cracked", but that they never had any trouble with it. Unfortunately pt says they sent back both rtms, as well as their controller so now they have no equipment. I emailed repair to send out controller, battery pack and rtm exchange program replacement. Additional information was received from the pt. Pt called back stating they got the replacement controller and rtm. They said it worked to charge the ins at first but now it won¿t. Patient services (ps) had them start a charge session and got good charging quality and state the ins is at 100%. Pt says they aren¿t "feeling the vibrations". Ps had them connect to ins and it shows stimulation is on, and they are on group a. They went to setting 1 and its at 5.6v. Ps asked if pt wants to increase the stimulation and they said their healthcare provider (hcp) told them to leave it. They ended up raising setting 1 but still don¿t feel stimulation. They raised setting 2 and still don¿t feel stimulation. They want to know why they stopped feeling stimulation. They said they haven¿t had any falls or trauma, but did have a mammogram recently. Pt was redirected to their hcp. No new information. Pt sent in the replacement rtm.

Manufacturer narrative:
Concomitant medical products: product ID: 97755-s, serial#: (B)(4), product type: recharger; product ID: 97755-s, serial#: (B)(4), product type: recharger; product ID: 97755, serial#: unknown, product type: recharger; product ID: 97745bp, serial# unknown, product type: accessory; product ID: 97745, serial#: unknown, product type: programmer; patient product ID 97755, serial# (B)(4), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.